Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient (B)(6); patient age not provided by reporter. Unknown when non-union occurred. UDI: unknown part number, UDI is unavailable this report is for unknown screw/unknown lot number, incomplete part# as 04.005.5xx. Device is not expected to be returned for manufacturer review/investigation. The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that original procedure was completed on (B)(6) 2014 for intramedullary nailing (im) right tibia for gunshot wound. Post-operative up follow up exam revealed a non-union of the right tibia with broken hardware. Patient was revised on (B)(6) 2015 to remove one (1) broken screw, four (4) intact locking screws and one (1) broken nail. Procedure was successfully completed without any surgical delays. All broken fragments were retrieved, patient was revised with plate and screws and outcome of the surgery was "good". This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Implant date corrected from (B)(6) 2014 to (B)(6) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.